Event description:
The facility contacted baxter (B)(4) to report a dehp free solution administration set that was found leaking, "the nurse observed a leak at the level of the joint between the drip chamber and the tube". The malfunction was reported to have occurred during priming. There was no patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. Visual inspection confirmed that the tube had disconnected from the chamber. The malfunction was determined to have been caused by low insertion during manufacturing. Additional information: this issue is being investigated through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510(k) number. Should additional information be received, a follow-up medwatch will be submitted.